Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified distal left main trunk. A 4.00x12mm promus element drug-eluting stent was advanced for treatment. However, the device could not cross the lesion. When the device was removed, it was noted that the stent struts were slightly lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 4.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified distal left main trunk. A 4.00 x 12 mm promus element drug-eluting stent was advanced for treatment. However, the device could not cross the lesion. When the device was removed, it was noted that the stent struts were slightly lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.